Event description:
Additional information received. Rep responded from follow up sent. Rep unable to determine, patient mentioned he had a hard time getting all 8 coupling boxes but admitted to just wanting to abandon the therapy. Issue not resolved, unable to get to normal charge screen. No further steps will be performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that patient (pt) hasn't charged in over 3 yrs and they have done 5 prm's today back to back to address overdischarge but they are unable to do normal charging yet. Pt reports seeing a symbol on insr that looked like an upside down alarm bell with a filled battery today but it's unclear what this message was. When caller tried to start normal charging session, it was still saying reposition and try again. Tss reviewed option to continue with further prm attempts, consider x-ray of ins to ensure it's not flipped or considering overall strategy of accessing stim and if they want to continue trying to recover this ins or consider a replacement ins. Caller was told by pt that when pt was using his scs system, prior to overdischarge occurring, that he had some difficulty with charging. Pt says it was hard to find his ins sometimes but pt was still able to charge his ins. Caller doesn't have any further details about this issue. No patient symptoms were reported.